Event description:
Customer called advising that she primed and nothing exited. After disconnecting and running a bolus there still was nothing exiting. Leadscrew did make the full rotation during troubleshooting. No exiting.